Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. Device was received stuck in motor error loop during bolus/basal delivery and motor position encoder error alarm noted in the alarm history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. It was unable to perform excessive no delivery test and occlusion test due to motor error alarms. Device had cracked reservoir tube lip and minor scratched display window. This MDR related to the (B)(6) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during manual prime. The drive support cap is recessed. The device was not exposed to a magnetic field. He also received a motor position encoder error alarm. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.